Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the physician felt the pump was too deep and moved the pocket. The cause of the pump being too deep was unknown and the event was resolved. Regarding clarification for there being excessive catheter in the pocket, it was noted there was no device issues, patient/therapy issue, or procedure issue. The catheter was trimmed at original implant. The cause of the excessive catheter was noted as ¿the excess catheter was removed¿ and was resolved. The patient¿s weight at the time of the event was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 3 mg/ml morphine (unknown) at 0.14 mg/day. The reason for use was gastrointestinal/pelvic floor. It was reported that the patient had a pump pocket and catheter revision today due to the fact the pump was too deep and there was excessive catheter in the pocket. Implant depth concerns were reported, it was too deep. There were no further complications reported/anticipated.